Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of pump stops consistent with electrostatic discharge (esd) was confirmed via the log file. The controller event log file contained approximately six and a half hours of data on 29may2024. The log file captured two transient pump stops at 18:10:00 and 18:14:23, which appeared to be consistent with pump resets due to esd events. The pump restarted without issue shortly after stopping. The driveline was then disconnected at 21:01:05 and the controller was shutdown, consistent with the reported controller exchange. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6, ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device (lvad) to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions, including the lvad fault alarm, as well as the appropriate actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The heartmate 3 lvas patient handbook, rev. D is also currently available. Section 1, ¿introduction¿, warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Review of the downloaded log file revealed a pump stop on (B)(6) 2024 from 18:10:00 to 18:10:03.